Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked display window, missing keypad overlay and cracked case near display window corners noted during visual inspection. No button response due to missing keypad dome switches. No button error alarms noted during testing. Analysis was unable to confirm motor error alarms due to keypad anomaly. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 345 mg/dl. Troubleshooting was not performed. The device was returned for analysis.